Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient was not able to check her blood glucose because her onetouch ultra2 meter was prompting an 'apply sample' message after the sample was already applied to the test strip. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter stated the alleged issue began approximately two days prior to contacting lfs at an unspecified time. The patient reportedly was unable to obtain a blood glucose reading using the subject meter due to it prompting the 'apply sample' message after the sample was already applied to the strip. The reporter was unable to comment on how the patient manages her diabetes but stated the patient continued with her normal diabetes management routine when she was unable to get a blood glucose result. The reporter claimed that the patient developed symptoms of 'shaking, weakness and dizziness' after the product issue began on an unspecified date and time. The reporter denied that the patient received any treatment for her symptoms. It would have been helpful to know how the patient manages her diabetes and if she tested on another device after the alleged issue occurred. At the time of troubleshooting, the cca noted that the correct test strips were being used and the reporter indicated that the testing technique was correct. The cca was unable to perform a retest with the reporter and therefore the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4) 2011, with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 1 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.